Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown; device code - unknown; expiration date - unknown; date implanted - unknown; PMA/510(k) number / manufacture date ¿ unknown . Remains implanted.

Event description:
It was reported that a patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient underwent an open procedure on an unknown date due to stiffness and a cyclops lesion.